Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the current complaint data reveals that this complaint mode was identified as a trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter: occurred during a video assisted thoracic surgery (vats) lobectomy procedure. The stapling device was being applied to the pulmonary artery branch. After positioning the stapler jaws on both sides of the pulmonary arterial branch, pressing the green button, could not squeeze the handle. Opened the jaws and tried again with no success. In order to resolve the issue and complete the case, opened new products. There was no patient harm. The patient status is alive, no injury.